Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose level of 396 mg/dl. Reportedly, the customer was getting sick. The customer administered manual injections. During troubleshooting with tandem's technical support, it was determined that the luer lock connection to the infusion set was loose.